Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not deliver certain alarms. The customer indicated that the pump did not alert for high blood glucose of 214 mg/dl. Troubleshooting found that there were multiple occasions in the pump history where the customer indicated that they were not alerted. Customer indicated that the insulin delivery and sensors are fine. Customer wanted to document the event. Troubleshooting advised customer that someone would call her on the phone to follow up.